Event description:
During an implant procedure, following multiple lead positionings, no impedance was able to be measured on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.